Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was only visible once the cassette was removed. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) and perform a manual drain. The patient elected to use the cycler instead. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient noted that two days before the reported leak his weight was 145lbs but after the fluid leak, he weighed 167lbs. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional follow up with the pdrn confirmed the patient did not experience an overfill and stated that the patient was not entering the correct solution strength and advised the patient to increase the solution strength.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the ups tracking number was verified and no information was found that the customer sent the sample. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was only visible once the cassette was removed. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) and perform a manual drain. The patient elected to use the cycler instead. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient noted that two days before the reported leak his weight was 145lbs but after the fluid leak, he weighed 167lbs. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional follow up with the pdrn confirmed the patient did not experience an overfill and stated that the patient was not entering the correct solution strength and advised the patient to increase the solution strength.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was only visible once the cassette was removed. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) and perform a manual drain. The patient elected to use the cycler instead. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient noted that two days before the reported leak his weight was 145lbs but after the fluid leak, he weighed 167lbs. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional follow up with the pdrn confirmed the patient did not experience an overfill and stated that the patient was not entering the correct solution strength and advised the patient to increase the solution strength.

Manufacturer narrative:
Additional information provided in d9 and h3. The actual sample from the customer was received with original package and identified with code number and lot number. As the sample was being disinfected and prepared for analysis, it was found a leak in the film of the cassette. During the visual inspection a hole was observed in the cassette film. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation; however, a cause could not be established. The returned sample was scrapped after evaluation.